Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Updated information: "it was reported that on (B)(6) 2007: the patient presented with following preoperative diagnosis: lumbar herniated disc. The patient underwent the following procedure: lumbar discectomy and fusion with instrumentation at l4-5, l5-s1, ¿pliff¿, legacy, bmp, nimcocellsaver. Following implants were used for the surgery: 1. Infuse bmp x2 2. Mastergraft 3. Capstone verte-stack vbs x2 4. Baxter¿s bioseal hemostatic matrix."

Event description:
"It was reported that on (B)(6) 2007: the patient presented with following preoperative diagnosis: lumbar herniated disc. The patient underwent the following procedure: lumbar discectomy and fusion with instrumentation at l4-5, l5-s1, "pliff" legacy, bmp, nimcocellsaver. Following implants were used for the surgery: 1. Infuse bmp x2 2. Mastergraft 3. Capstone verte-stack vbs x2 4. Baxter's bioseal hemostatic matrix."